Event description:
It was reported to philips that the system gave a remote alert indicating the system's flexvision computer was unreachable, which can impact a full system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.